Event description:
On (B)(6) 2009 the patient reported that his last box of insulin infusion sets have not properly adhered to his body. He stated the infusion headsets have fallen off his skin. He said that this has only occurred with the one box and since he changed boxes, he has had no further issues. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.